Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 sensor was not connected, automated insulin dosing stopped, and blood glucose rose to approximately 400 mg/dl until a new sensor was applied and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no long-term impact reported. Investigation included customer troubleshooting and user education. Investigation of this case revealed that insulin delivery interruption occurred due to loss of cgm connectivity, with dosing resuming after sensor replacement; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.